Event description:
Recovery ivcf placed in 2005. Pt incidentally found to have filter arm in heart, piercing interventricular septum. Another arm of filter fractured and in ivc. Filter and fragments removed percutaneously. Exact implant date not known.